Event description:
It was reported that a patient using the ilet experienced nocturnal hypoglycemia with a blood glucose nadir of 65 mg/dl, after which glucagon was administered and glucose rose to approximately 200 mg/dl; the patient reported frequent nighttime lows, and a trainer suggested a device factory reset while the user's care team declined. Customer care provided support that included arrangement for additional training. Investigation of this case revealed an unclear cause of the hypoglycemic event. No symptoms associated with hypoglycemia and eventually hyperglycemia reported. Outcomes included the need for acute treatment with glucagon without hospitalization. It was concluded that the event was related to hypoglycemia with undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.